Event description:
A report was received that the patient was frequently charging the ipg and had to charge it longer. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was frequently charging the ipg and had to charge it longer. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.